Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event. The fse replaced, readjusted and realigned sample needle. Fse ran precision test with good results. Customer resumed operations. The probable cause of this event was a bent sample needle. A 13-month complaint history review and service history review from the aware date of the event for similar complaints was performed for aia-360 immunoassay analyzer serial number (B)(4) and there were no other similar complaints identified. The aia-360 service manual revision 1, under chapter 8 - troubleshooting - error messages was reviewed. 4029 spec t-axis home not found. The aia-360 service manual under chapter 8- troubleshooting indicates that the 4029 spec t axis home not found error message is generated when the specimen theta-axis motor home sensor fails to activate. The operator is instructed to inspect motor pm204 and sensor s204. Nozzle assembly replacement the aia-360 service manual revision 1; under chapter 3-11- replacing permanent nozzle was reviewed. 3.11.2 replacing permanent nozzle. Remove the screws securing the nozzle (be careful not to drop screws or retaining plate). Remove the nozzle from above and loosen the flare fitting on the pressure sensor unit and remove. Prepare a replacement nozzle and install using the removal procedures in reverse.

Event description:
The customer reported receiving repeated 4029 specimen t axis home not found errors on the aia-360 analyzer. Tss(technical support specialist) had customer remove back cover and saw that the sample needle was bent. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.